Event description:
It was reported that the patient presented for device change-out due to normal eri. Externalized conductors were noted between the rv and svc coil via fluoroscopy. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasions were found at 30.8-32.6cm, and at 50.2cm from the connector pin. External and internal insulation abrasions were found at 40.0-46.3cm from the pin consistent with lead friction to another device or structure. The sensing and rv conductor etfe coating were intact in these locations.